Manufacturer narrative:
Per the clinic, the patient experienced intermittent pain at the abutment site and was prescribed topical steroids. Correction; the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed june 17, 2016.

Manufacturer narrative:
This report is filed, april 6, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the abutment site post initial implantation. On (B)(6) 2016 the patient was prescribed antibiotics (which the patient could not finish due to adverse reaction). As of report on april 6, 2016, the pain had resolved. The implanted device remains.